Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion of investigation.in accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
"The surgeon attempted to clip the cystic artery. The clip applier locked and then when it fired, the clip crossed over on itself and cut through the vessel. This occurred repeatedly on using the clip applier."patient status - "discharged."

Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Upon inspection, engineering determined that the unit functioned properly. The clips were fired off one at a time and conformed to all specifications. Engineering fired off the clips at various angles in an attempt to replicate the customer's experience of clips scissoring. The scissoring occurrences indicated that the tested clip applier is more prone to scissor clips as the application depth decreases and the application angle departs from perpendicular. The unit was disassembled for further evaluation and met all specifications. Engineering was able to replicate the scissoring when actuating at different angles; however, the root cause of the scissoring was likely that the application structure size and/or the clip application depth prevented the clips from proper closure, causing the clips to scissor. All clip appliers undergo 100% visual and functional inspection during the manufacturing and assembly process. As a part of this process, each unit is inspected for clip feeding and closure during manufacturing prior to packaging. This document represents our final report.